Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band was snapped in drawer 2. A field service engineer (fse) replaced the replaced the retractor band, also replaced the rail due to stiffness. After that all functions were normal. Then, the fse tested the drawer several times and confirmed the drug communication functions were normal and the drawer rail stiffness was resolved. The system functioned as intended after the field service engineer repaired the device.